Event description:
It was reported that patient found a kinked cannula and changed only the site, then reattached the cleo tubing to the new site. Her glucose went up to 250 mg/dl, so she took a manual injection, and it became normal. Later, she had bleeding at the site and changed the set. The cannula looked fine, and her glucose stayed normal. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.